Event description:
Patient was referred for pocket revision and possible lead revision due to generator migration and replacement of the generator battery. Physicians office noted that cause of the generator migration was due to patient manipulation and trauma and due to external factors not related to vns the patient was attacked and the vns generator migrated and became non-operational. The surgery was noted to be due to patient comfort only and not to preclude a serious injury. The patient was also noted to have gone to the ICU due to seizures. The physician noted that they did not know the cause of the seizures and did not know if the seizures were above, below, or back to pre-vns baseline levels. Further clarification was received from the physicians office noting that the patients generator was functioning fine and diagnostics were fine prior to the patients generator replacement. No other relevant information has been received to date.